Event description:
It was reported that during an unknown procedure, the blade tip broke off. The broken piece fell into the patient but was removed without any difficulty. It was an open procedure. No patient consequences. Another like device was used to complete the case.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.